Manufacturer narrative:
The pump has not yet been returned, and we have been unable to confirm the complaint. Any further information received will be communicated to the FDA in a follow-up submission.

Event description:
The father of the patient alleges the pump being used to feed the patient failed to alarm on dose done for two nights in a row. Pump is used in a home environment for a pediatric patient. The patient receives 400 ml of a baby formula and prescription mixture overnight, at a rate of 50 ml/hr. The parents set the pump to beep when done, at which time the parents arise and turn off the pump. The father says it usually works fine, but for the past two nights, the pump failed to alarm, and passed air to his son before the parents noticed and turned off the pump. The parents called technical support, who helped them verify that the pump was indeed set to beep. At this time the parents received a new pump, ending the event. The patient received some air in his stomach, resulting in vomiting. No need for hospitalization or other intervention.